Manufacturer narrative:
(B)(4). Initial report sent: 10/09/2015; follow-up sent 1/5/2016. Device received 10/18/2015; investigated 10/22/2015. One used delivery system and capsule were received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.